Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the power cord was found to be loose and reconnecting the power cord resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the navigation system power was intermittent and the system would shut down. It was reported that the issue occurred when turning on the system. There was no patient present at the time of the issue.